Event description:
It has been reported the patient is no longer feeling stimulation. The patient reported the stimulation diminished when he was involved in a automobile accident in (B)(6) and was hit by a pick-up truck. The patient also reported new onset of pain post-accident. The patient is working with his physician to determine the next course of action. Surgical intervention maybe considered to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.